Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan from (B)(6) alleging an error 1 message issue with the one touch verio iq meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed the meter had an error 1 message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The patient returned the subject test strips. However, the evaluation of the product is not required since the alleged issue refers to meter issue only.

Manufacturer narrative:
Follow up #1 (10/26/12)-correction: (describe event or problem)-the correct description is "on (B)(6) 2012, the lay-user/patient contacted lifescan from (B)(6) alleging an error 1 message issue with the one touch verio pro meter" and not "on (B)(6) 2012, the lay-user/patient contacted lifescan from (B)(6) alleging an error 1 message issue with the one touch verio iq meter." (PMA/510k #)-the incorrect number was entered as k110637. There is no 510k # for this meter.